Event description:
I had an allergic reaction to the foam or elastic of a face shield. The snap also tore through the plastic of the shields when putting them on or shortly after. If when putting it on the elastic would snap back and the plastic snap would strike my hand or sometimes my face; halcyon shades. FDA safety report ID# (B)(4).